Event description:
It was reported, that the tandem-provided usb charging cable became damaged. And was no longer able to be used to charge the pump. The customer's blood glucose level was 80-100 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.